Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting. The following information was provided by the initial reporter. The customer stated: the "tubes are clotting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting. The following information was provided by the initial reporter. The customer stated: the "tubes are clotting."

Manufacturer narrative:
Investigation summary bd received 4 photos from the customer in support of this complaint. The photos were evaluated and, the customer¿s indicated failure mode of clotting was observed. The tubes did contain additive, the additive spraycoat fill amount is low; therefore, the pattern is light and the position on the tube walls vary with each tube in relation to the placement of the label so may not always be seen. Additionally, (B)(4) retention samples were visually inspected with no issues being identified. 5 production lot in-house retention samples were submitted to the chemistry lab for testing. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin strand(s)/fibrin mass/clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Bd was able to confirm the customer¿s indicated failure mode with the photos; however, the complaint is not confirmed with respect to fibrin strand(s)/fibrin mass/clotting as the retention testing was within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.